Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding this event: the fenestrated bipolar forceps instrument did not open from the beginning of the procedure. The instrument did not collide with another instrument or tool during the procedure. Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. There was no missing conductor wire insulation. The crimp was still present. The fenestrated bipolar forceps instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.057¿ - 0.227¿ in length and were not aligned with the tube axis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the power cable of the fenestrated bipolar forceps was torn. The procedure was completed with no patient harm and no delays. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting a broken power cable, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.